Manufacturer narrative:
Bibliography: open transcatheter valve implantation for mitral annular calcification: one-year outcomes ui hamid, a gregg, p ball, c owens, g manoharan; jtcvs; 2021, elsevier lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the lvot obstruction could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : the valve remains implanted in the patient.

Event description:
As reported, through a single-center study published in a european journal article 'open transcatheter valve implantation for mitral annular calcification: one-year outcomes'. The retrospective analysis of patients was from 2017 to 2020 referred for transcatheter mitral valve implant (tmvi). Demographic characteristics details, surgical strategy, perioperative complications, and hospital stay including 30-day and 1-year mortality were analyzed. The study included use of the edwards sapien 3 transcatheter valve in the mitral position. This complaint is for a 76-year-old female patient underwent a transcatheter mitral valve implantation of a sapien 3 valve in mitral annular calcification and underwent a concomitant procedure of an aortic valve repair. Following the procedure, the patient presented with a suspected left ventricle obstruction (lvot). Due to poor echocardiographic views intra- and postoperatively, this could not be established. The patient died 2 days after the procedure due to fixed cardiac output and advanced rheumatic disease, lvot obstruction and multiorgan failure.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of manufacturer report numbers. This report is 3 of 5 being submitted for this complaint. Reference mfg. Report numbers 2015691-2022-10188, 2015691-2022-10190, 2015691-2022-10193, and 2015691-2022-10194.